Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that brand new hex driver got stuck during implant placement, new implant placed right away with spare implant and driver. Tooth location # 14.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant 5/4 x 8.5mm (bopt5485) and one internal connection universal placement driver tip ¿ long (iipdtul) was returned for investigation. Visual evaluation of the as returned products identified that they were engaged into each other. Functional testing was performed and the devices were determined to be stuck to each other. Pre-existing patient conditions, tooth location and x-ray images are irrelevant to this investigation. Pictures were not provided and no other information was provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (1232169 & 2019020445). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was performed for the reported lot numbers (1232169 & 2019020445) for similar events and no other complaint was identified. Based on the available information and functional testing, device malfunction did occur and the reported event was confirmed. The following sections have been updated: g6: checked "follow-up." H3: changed "no" to "yes."